Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunctions of the device did not work, and an abnormal sound was confirmed. Based on the results of the investigations, the suggested events were likely due to a faulty printed circuit board. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported of the insufflation unit, the user facility found the device did not work and was producing and abnormal sound. The issue occurred prior to use for an unknown procedure and the procedure was completed using a similar device. There were no reports of patient harm.